Event description:
Allegedly revised due to infection.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. This event occurred in other country. This is the same event as 1043534-2008-00218, 00220, 00221.